Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on (B)(6)2022 . The device evaluation was completed on (B)(6)2022 .a visual inspection and screening test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed a hole in the pebax and foreign reddish material was observed inside it. A screening test was performed, and the device was visualized and recognized correctly; however, the force vector was observed, high force was displayed. Since the sensor values were found outside of specifications, this issue could be related to the reddish material inside the pebax, however, the root cause of the damage on the pebax could not be determined. It was concluded that it occurred outside the bwi manufacturing facilities. A manufacturing record evaluation was performed for the finished device 30712276l number, and no internal action related to the complaint device was found during the review the issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a hole in the pebax and foreign reddish material was observed inside it. Initially, it was reported that the force is defective. The cable was replaced, then the catheter. There was no further damage. No adverse patient consequences were reported. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and visual analysis revealed a hole in the pebax and foreign reddish material was observed inside it. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(6)2022 .